Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that they were unable to charge. A recharge session was attempted, but the reposition antenna screen was displayed. Repositioning the antenna did not resolve the issue. Another external device was not available to attempt communication with. The patient had not charged since (B)(6) 2016 and she was not feeling stimulation. Additional information was received from a manufacturer representative. It was reported that the battery was completely discharged and the patient was scheduled to have a replacement of the ins with a primary cell battery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.